Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed that the hemostatic valve was damaged and detached, additionally a bent on the shaft was observed. The brim cap, silicone ring, original dilator and guidewire were not returned. Further analysis under image magnification showed stress marks on the hemostatic valve. A dilator was introduced and the dilator was impeded at the same length of the bent shaft. A device history record was performed for the finished device batch number, and no internal actions were identified. The impeded device issue was confirmed as the bent shaft is related to this issue. Due to the dilator not being returned, this issue was unable to be analyzed. The hemostatic valve issue is unrelated to the original complaint. The potential cause of the damage could be related to the incorrect insertion of the dilator into the sheath, due to an unintended use error; however, this could not be conclusively determined. The potential cause of the bent shaft could not be determined. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: separation problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the hemostatic valve detachment identified by bwi pal. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the bent in the shaft identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: appropriate term/code not available (d17) were selected as related to the customer's reported issue of introducer damaged since it was not returned and could not be analyzed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo for which biosense webster¿s product analysis lab (pal) identified the hemostatic valve was damaged and detached. It was initially reported by the customer that the vizigo sheath introducer was damaged out of the packaging and there was an issue of the vizigo not allowing the octaray catheter to pass through. The vizigo was replaced and the case continued. There was no patient consequence. The customer's reported dilator damage and impedance issue are not considered to be MDR reportable since the potential risk that these could cause or contribute to a serious injury or death to the operator or patient is remote. On 21-nov-2025, the bwi pal revealed that a visual inspection of the returned device found the hemostatic valve was damaged and detached. This finding was reviewed and assessed the detachment issue as an MDR reportable malfunction since the integrity of the device has been compromised.